Event description:
It was reported to philips healthcare that the heartstart xl+ displayed an intermittent red x. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.